Event description:
On (B)(4) 2015 our affiliate in the (B)(4) received information from a patient (pt) advising that he/she had been to a hospital after suffering discomfort in the left eye (os). It was reported that the pt had been wearing an acuvue oasys contact lens and on removing the lens noted a ¿possible scratch on the margin of the lens¿. On arrival at the hospital, the pt was reported to have a 1.1 mm infiltrate. There was no anterior chamber activity and no hypopyon. The pt had treatment on (B)(6) 2014. The pt was treated with ¿ofloxacin¿ hourly during the day and night for 24 hours, then hourly during the daytime hours for 48 hours. The pt was also advised to use chloramphenicol at night os. The pt¿s diagnosis was ulcerative keratitis os. The pt now reports that all is ok with his/her os currently. The pt is currently wearing an acuvue 1-day moist for astigmatism contact lens and is following-up with regular eye checks with her eye care professional. The pt reported that the suspect contact lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002cs8 was produced under normal conditions. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
The pt is reported as female.

Manufacturer narrative:
(B)(4). No testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device discarded by user, unable to follow-up.